Manufacturer narrative:
(B)(4). A maquet field service technical will evaluate the device. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the rpm / flow knob is malfunctioning. The rpm on the display was reported to be off by 400 to the value set with the rpm knob. The rpm was still adjustable. However, the device was replaced during treatment. No known consequences to the patient. (B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician was dispatched and confirmed the flow knob was malfunctioning. The knob was replaced and the unit was returned to clinical use

Event description:
(B)(4).